Event description:
It was reported that a patient underwent a robotic assisted hysterectomy procedure on (B)(6) 2013. The patient had a large, rock hard fibroid a bit smaller than a grapefruit. During the procedure, the hand piece performance was not as good as expected. It was not cutting well. Another like device was used with no adverse patient consequences.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records wasconducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.